Manufacturer narrative:
The returned device was evaluated. Upon receiving, a broken corner on the back of the device was observed. During evaluation the device passed functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over five (5) months with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow-up report will be submitted.

Event description:
It was reported the device displayed inaccurate spo2 values, fluctuating between 86% and 90%. The sensitivity setting was placed on adaptive probe-off detection (apod) sensitivity. The customer reported the issue was resolved after exchanging the device and its system-related components. There is no report of any patient impact or consequence as a result of the issue.